Event description:
Patient revised for fractured s rom stem, loose sleeve and osteolysis. "Reopened" - added insert, head, and sleeve part/lots and now is legal. Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec¿d (B)(6) 2012 ¿ pfs and medical records received. Part/lot was provided. After review of the medical records it indicated there was black stained tissue during the revision. It also indicated the cup was overly anteverted so the cup is now being reported for malpositioning. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2195394, 2178300 and 2153542 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.